Event description:
It was reported the patient was in-patient and awaiting surgery for a wound. The hospitalization was reported to be not related to the pump. It was noted that the patient was due for a refill, but was inpatient. The patient had 1/3 of their medication left in the pump at the time of report. Additional information received reported the patient was hospitalized due to an infection and was refill at another facility. The event was attributed to ¿other¿, and not specified. The patient¿s status was reported to be ¿other¿, and specified to be hospitalized in rehabilitation. The pump was used to infuse an unknown type of baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2013-(B)(6), product type: catheter. (B)(4).